Event description:
(B)(4) MDR - this lead was repositioned due to low value of ventricular sensing, not related to a possible deficiency of the lead. This is all of the information provided. Should additional information become available, this event will be updated.

Manufacturer narrative:
The medical device is not available for analysis, therefore the device itself could not be investigated.